Event description:
It was later reported that the patient¿s systems were removed on (B)(6) 2012. Systems had to be removed because they had given the patient a pretty bad shock and removal was for patient safety. Reference manufacturer¿s report number: 3004209178-2012-00402.

Manufacturer narrative:
Concomitant: product ID 3387s-40, lot# v708632, implanted: 2011-(B)(6), explanted: 2012-(B)(6), product type lead. Product ID 3387s-40, lot# v741239, implanted: 2011-(B)(6), explanted: 2012-(B)(6), product type lead. Product ID 7482a51, serial# (B)(4), implanted: 2011-(B)(6), explanted: 2012-(B)(6), product type extension. Product ID 3387s-40, lot# v741239, implanted: 2011-(B)(6), explanted: 2012-(B)(6), product type lead. Product ID 7426, serial# (B)(4), implanted: 2011-(B)(6), explanted: 2012-(B)(6), product type implantable neurostimulator. Product ID 3387s-40, lot# v708632, implanted: 2011-(B)(6), explanted: 2012-(B)(6), product type lead. Product ID 7482a51, serial# (B)(4), implanted: 2011-(B)(6), explanted: 2012-(B)(6), product type extension. Product ID 7438, serial# (B)(4), product type programmer, patient. (B)(4).